Event description:
It was reported to the manufacturer by the end user, per the end user, they were transferring a resident from the bed to the geri-chair and the lift tipped over with the resident in it. Per the facility, the following injuries allegedly occurred: 1 nurse aid had back injury and still having pain, other nurse aid is ok, and resident is ok. The injured party was treated at a hospital/clinic and released. The product has not been taken out of use, customer states that the maintenance director checked the lift, and was ok to be used. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
The facility initially reported the incorrect equipment that was involved in the incident and recently notified joerns of the correct equipment information. The complaint number and return authorization number have changed due to the correct equipment being identified by the facility. The brand name of the equipment changed due to the correct equipment being identified by the facility. The common device name of the equipment changed due to the correct equipment being identified by the facility. The model number, catalog number and serial number of the equipment changed due to the correct equipment being identified by the facility. This is a follow-up submission due to additional information received from the facility. The date of manufacturer of the equipment changed due to the correct equipment being identified by the facility.

Event description:
As referenced in the report, this correction is due to the fact that the incorrect equipment was identified by the facility upon initial notification of the incident to the manufacturer. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.